Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was seen in clinic for routine follow-up when the device pocket site did not look healthy. The pocket was refashioned, the same device and leads were placed sub-muscular in the newly designed pocket. The patient will be seen for routine ICD follow-up at ICD clinic. The device system was later extracted due to infection. The patient's condition was stable.